Event description:
During the attempted implant of the subject lead into a pt already implanted with "several previous leads", the approach area was tight with friction as inserted in the introducer. While positioning the lead, he noticed that the svc coil started to stretch, so another lead was implanted instead.

Manufacturer narrative:
(B) (4). Conclusion: the slight damage observed to the svc coil in this case was caused during the manipulations of the lead during the implantation attempt. These features are not considered to be mfg defects as verified by the statements of the physician, since the damage was observed during the implant attempt. It is highly unlikely that the damage caused to the svc defibrillation coil would have lead to any future complications, and it is noted that the electrical parameters are not compromised by this damage.